Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was programmed instead of having surgical intervention and now is satisfied with the therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing numbness in his right leg when sitting for prolonged periods of time. An impedance check was performed and revealed no anomalies. The patient was reprogrammed, but it is unknown if the numbness subsided afterwards. Regardless, the patient will undergo surgical intervention on a later date.